Event description:
It was reported that a patient presented to the hospital for atrial lead revision. Fluoroscopy was performed and revealed that the atrial lead and left ventricular (lv) lead were dislodged. During lead revision, the physician noted that the header set screw of the implantable cardioverter defibrillator (ICD) were stripped. The physician elected to explant and replace the ICD, atrial lead, and lv lead. The patient was discharged following the procedure.